Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.5/+3.5/090 into the patient's right eye (od) on (B)(6) 2023. Due to low vault, the lens was exchanged on (B)(6) 2023 for a shorter length lens and it was implanted vertically. The problem was resolved. Cause reported as unknown.